Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device is an instrument and is not implanted/explanted.

Event description:
It was reported that the handle was split in half and needs replacement. No surgical delay happen.

Manufacturer narrative:
This product was reported in error. No patient death, serious injury or evidence of reportable product malfunction occurred. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened. Product complaint #: (B)(4). Investigation summary: the complaint sample consisted of (1) 950501558 mbt tibial impactor. Device history lot: null. Device history batch: null. Device history review: null.